Manufacturer narrative:
The investigation is ongoing. Valve will not be returned as it remains in patient.

Event description:
As reported by family member to edwards patient support center (psc), "just received your letter regarding the transcatheter heart valve that a patient received. I'm sorry to inform you that the patient died as a result of this surgery." The patient expired approximately 4 days post tavr procedure. The cause of the death is unknown at this time.

Manufacturer narrative:
Correction to h6; clinical code, device code, type of investigation, investigation findings, investigation conclusion. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the medical record review, the patient required intubation post-op tavr due to respiratory failure. The patient was later diagnosed with a rt mca stroke with worsening midline shift, in addition to a posterior cerebral artery (pca) stroke. The patient was not a candidate for interventional treatment for their stroke and was deemed to have a poor prognosis for any meaningful neurological recovery. For this reason, the family opted for hospice and compassionate extubation. The patient passed away peacefully with family at the bedside.